Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported the during procedure, the stent looked to be more of a 'ball' vs the normal way that it looked. The surgeon and nurses deemed that the fiber optic cable coiled in some way. The urologist itself seemed happy with the initial placement of everything.